Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification for capacitor charge time being reached. The notifier was re-enabled. The patient is doing well. The device remains implanted.

Manufacturer narrative:
(B)(4).